Event description:
The pump overdelivered and the pt expired. The reporter felt the death may have been unrelated to the overdelivery, but provided no further details. Reporter stated the details were hard to get since the event happened several weeks prior to the initial report. The event date reported above is approx. One pt involved.

Manufacturer narrative:
Submission date of this report: 10/14/1998. H6. Evaluation represents additional info on the second of two pumps possibly involved with this event. 200 ml of 05 molite was hung with set rate at 100 ml/hr. Pump was ran for 1 hour. Delivery was within specification.